Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted after capture could not be obtained despite numerous positioning attempts. The lead was removed and replaced without incident. No adverse patient effects were reported. The lead was discarded following the procedure and will not be returned for analysis.